Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that the tube was detached at the time of sleeping. Infusion set was placed in the abdomen. Since last 12 hours, the infusion set was in use. No further information was available.